Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to access the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was inaccessible. A technical support specialist (tss) received the case, dialed into the station, and confirmed that both the user and tss were able to log in. The customer was emailed to obtain approval to mark the case as complete, and the case was close. The system functioned as intended after the technical support specialist troubleshot the device.